Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a prodisc c device at c4-5 on (B)(6) 2025. Patient has a fracture of c5, left side worse than right, causing scoliosis. There is gross instability and migration of the implant seen upon flex-ex imaging. C5-7 is kyphotic and large anterior osteophytes at c6-7. Patient has ongoing pain. A removal was completed on (B)(6) 2026 and the patient was fused. A DHR review found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level outlined defined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The implant was not returned following the removal surgery therefore no device evaluation could be completed. Imaging was provided that showed the implant migration. There were no anomalies identified during the complaint investigation. The implant removal was completed due to implant migration. This report is for 1 of 1 devices involved in this event.

Event description:
A patient (51 yo, female) was implanted with a prodisc c device at c4-5 on (B)(6) 2025. Patient has a fracture of c5, left side worse than right, causing scoliosis. There is gross instability and migration of the implant seen upon flex-ex imaging. C5-7 is kyphotic and large anterior osteophytes at c6-7. Patient has ongoing pain. A removal was completed on (B)(6) 2026 and the patient was fused.